Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital for a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Customer alleged the pump was not delivering insulin. However, pump system check performed with tandem technical support confirmed that the pump was functioning as intended. Customer was treated with fluids and insulin, and released from the hospital 2 days later. There was no permanent damage to the customer.